Event description:
The pt reported unexplained high blood glucose levels. Pt stated that it takes more than five minutes to prime and the plunger seems stuck when pt removes the cartridge. Pt receives no alarms.